Manufacturer narrative:
On 23-jul-2020, product investigation results: cause was traced to manufacturing. Action plan is in place.

Event description:
Consumer contacted via e-mail and stated that the strings broke off the tampons when she opened the package. She also had the string break while she was using the tampon. No injury was reported.